Event description:
(B)(4) clinical studies. Same case as MDR ID# 2134265-2014-00553. It was reported that angina pectoris occurred. In (B)(6) 2012, the index procedure was performed. Target lesion #1 was an instent restenosis of unknown drug eluting stent located in the proximal saphenous vein graft (svg) to 1st obtuse marginal (om) with 70% stenosis and was 8 mm long with a reference vessel diameter of 4.0 mm. Target lesion #1 was treated with direct stent placement using a 4.00 mm x 12 mm ion us coa stent, with 0% residual stenosis. Target lesion #2 was a de novo lesion located in the left main coronary artery (lmca) with 70% stenosis and was 14 mm long with a reference vessel diameter of 4.0 mm. Target lesion #2 was treated with direct stent placement using a 4.00 mm x 16 mm ion us coa stent with 0% residual stenosis. On the same day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient was diagnosed with angina pectoris and was hospitalized on the same day. Subsequently, the subject was also diagnosed with recurrent atrial fibrillation. 6 days after, the event was considered resolved without residual effects and the patient was discharged on the same day.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).